Manufacturer narrative:
Additional information: h.7, and h.9.

Event description:
It was reported that a pump module is occluding at a low reading of 6psi during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
The customer report of a failed preventative maintenance was confirmed. The proximate cause of the customer report of failing preventative maintenance was determined to be due to a calibration issue. The device was calibrated with passing results. The proximate cause of the iui issue was determined by service to be due corrosion and a maintenance issue. No fault was found with the bezel assembly.

Event description:
It was reported that a pump module is occluding at a low reading of 6psi during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
H10: a review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer report of a failed preventative maintenance was confirmed during the service repair process. There was no reported patient involvement. This device is used for therapeutic purposes.